Event description:
The customer alleged that while doing a vent check the keyboard keys were pressed, but no audible tones were heard. The customer simulated an alarm condition. Resulting in visual alarms, but no audio. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and found the interface printed circuit board (pcb) was not seated in its connector on one side. The npb cse reseated the interface pcb. The unit passed extended self test, and the alarm functioned. It is not verified that the ventilator malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.